Manufacturer narrative:
See attached follow up summary report.

Event description:
It was reported that after 12 hours of patient use, the ventilators gui (graphic user interface) display screen became frozen and nonresponsive. The bdu (breath delivery unit) continued to ventilate the patient. The user forced the ventilator to shut down in order to do a restart and it was then running normal. Patient was stable throughout, and there was no harm or serious injury. The reporting hospital will not disclose any patient information.

Manufacturer narrative:
Nihon kohden (B)(4) inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the user was preparing the ventilator with a test lung before placing on patient. The ventilator stopped ventilation and it was alarming with a continuous buzzer sound. The user noticed that the battery icons were both showing no charge. They plugged the ventilator into ac for 1-2 hours. The user restarted the ventilator, and it was working normal, it was then applied to the patient. After 12 hours, the ventilators gui (graphic user interface) display screen was frozen and nonresponsive. The bdu (breath delivery unit) continued to ventilate the patient. The user forced the ventilator to shut down in order to do a restart and it was then running normal. Patient was stable throughout, and there was no harm or serious injury. The reporting hospital will not disclose any patient information.